Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the surgeon, silver nitrate was used to cauterize overgrown skin near the abutment on (B)(6) 2013. The implanted device remains. This report is filed on january 24, 2014.

Event description:
Per the clinic, the patient received oral antibiotics (keflex) post-operatively in (B)(6) 2013 (date not specified). It was also reported that the patient underwent a surgical procedure under general anesthesia to remove excess skin overgrowth on (B)(6) 2013, after which an oral antibiotic (keflex) was prescribed. There are plans to replace the abutment with a longer one however; this has not occurred as of the date of this report, (B)(4) 2013. The implanted device remains.